Event description:
According to the reporter, during the bariatric surgery procedure the device had co2 leakage through the diaphragm. Leakage was significant and prevents the maintenance of pneumoperitoneum. To complete the procedure, a new device was used. There was no complications caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator, trocar, cannula, envelope and circular seal appeared intact. The obturator was received inserted into the cannula, prolonged insertion can cause the envelope seal to become stretched. Pmv performed functional testing, the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the bariatric surgery procedure the device had co2 leakage through the diaphragm. Leakage was significant and prevents the maintenance of pneumoperitoneum. To complete the procedure, a new device was used. There was no complications caused to the patient. The device is expected to be returned for evaluation. There was no patient injury.